Manufacturer narrative:
Concomitant medical products: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2019 product type lead product ID 977a290 serial# (B)(6) implanted: (B)(6) 2019 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated the ins for their head had not worked since implant - pt stated the lead in their head had been hurting them since implant. When pt would turn the ins on they would have really bad headaches and the lead wire itched. Pt stated they were trying to get the ins and lead removed and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that after day of implant the patient was on pain killers for a month or whatever and after that their ins was bothering them, so they went to their healthcare provider. The healthcare provider realized that a wire had popped out of place and it was too close to their skin. At the end of (B)(6) 2019 they had a procedure done to move the wire away from the surface of the patient's skin.